Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced device pocket erosion. The physician elected to explant the device. There were no patient consequences.

Manufacturer narrative:
A pacemaker was returned for investigation. No anomalies were found. All test results came up normal.